Event description:
User facility medwatch report received that states, "per the doctor, the foot plate did not retract. The perclose was removed and after 25 minutes of manual pressure, a femostop was placed on the groin. The patient was transferred out of lab without incident. The patient did not have any groin complications related to the device." No additional information was provided. Customer report source contacted and the following additional information was received: the reported experience occurred after a diagnostic coronary angiogram. Reportedly, although the device could not be initially removed, it was removed by manipulating it out from the anatomy. The customer declined to provide the name of the operator; therefore, it is not known if the operator was trained in the use of the perclose proglide device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality deficiency.